Event description:
It was reported that the customer had low blood glucose level of 2.6 mg/dl. Customer was treated with juice. Customer stated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test. It was unknown that auto mode feature was active or not at time of event. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.